Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4)

Event description:
It was reported via social media that the burr became stuck in the lesion. A rotablator burr was selected for a procedure. It was noted to be a "bigger burr", during the procedure the burr became stuck in the distal left anterior descending artery and was removed surgically without the patient experiencing a myocardial infarction. No further patient complications were reported.